Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 346 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed low reservoir, but the reservoir was not empty. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.